Manufacturer narrative:
Correction/removal number= 3002809144-03/16/20-002-r. Investigation into the issue confirmed a performance shift for the architect havab-g impacted reagent lots due to the erroneous concentration for (B)(6) that was utilized during manufacture, which has the potential to generate (B)(6) sample results. An internal study using (B)(6) was conducted and determined that results that fall in the range of (B)(6). A product recall letter has been issued to all customers who have received the impacted lots 03429be00, 06172be00, 08073be00, and 10353be00. The product recall letter instructs the customer to immediately discontinue the use of, and destroy, any remaining inventory of the specific 4- architect havab-g reagent lots and instructs the customer to contact customer support for replacement material in the event if they were currently using or have inventory of one of the impacted lots.

Event description:
The customer reported their viroclear negative quality control is running (B)(6) while using the architect havab-g reagent. There was no patient involvement and no reported impact to patient management.